Event description:
Healthcare professional reported capsular contracture baker grade iii. Physician reported "minimal amount of laminar periprosthetic fluid bilaterally" revealed via MRI. This relates to the left side. Device was explanted and discarded.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe. ¿ seroma-late: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade iii and "minimal amount of laminar periprosthetic fluid bilaterally". Continued e1 phone number: (B)(6). Ext. (B)(6).

Event description:
Healthcare professional reported capsular contracture baker grade iii. Physician reported "minimal amount of laminar periprosthetic fluid bilaterally" revealed via MRI. This relates to the left side. Device was explanted and discarded.